Event description:
Patient reported that his v-go fell off on (B)(6) 2020. Patient stated v-go was applied to his arm and patient was sweating when the v-go fell off. Patient stated that the site was cleaned properly prior to applying the v-go.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be determined. There is moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified.